Manufacturer narrative:
The device involved will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
It was reported the catheter ruptured during onyx injection and was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00397